Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, in the patients right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The patient experienced blurred vision and pain. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(The events were not reported on the initial MDR). The lens was explanted due to excessive vaulting, elevated intraocular pressure (iop) and angle closure. (B)(4).